Manufacturer narrative:
Eight unopened knife samples were received for the report of dull blades. The returned samples were visually inspected and were found to be conforming. The returned samples were functionally tested for penetration and were found to be conforming. The returned, unopened samples were found to be conforming therefore, dull blades as described in the complaint were not confirmed. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned, unopened slit knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that eight knives were dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information was requested.